Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a lot of air bubbles in reservoir and tubing. Customer experienced high blood glucose of 305 and 290 mg/dl. Customer also mentioned blood glucose of at the time of incident and it was 120 mg/dl. Troubleshooting was done for air bubble anomaly. Customer also reported issue related to sensor. Customer stated that they received alert of cannot find sensor signal. Customer treated his blood glucose using insulin pump. Reservoir will not be returned for analysis.